Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The dislodgement allegation was not confirmed. Visual inspection revealed no anomalies on the returned lead - the lead tip appeared normal.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.